Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator ''doesn't work correctly'', no further information provided. The status of the device is unknown. There was no patient involvement reported with this event.